Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the 355ld had a slow leak from a laparoscopic cholecystectomy. The case was completed with it. There was no consequence to the pt.